Manufacturer narrative:
(B)(4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a flo-gard infusion pump which infused rocephin in a faster than expected time on a (B)(6) female patient in the medical/surgical care area. The intended infusion was 1 gram of rocephin in 100cc of normal saline to be infused in one hour, via piggyback, before a primary infusion of lactated ringer's solution. The nurse programmed the pump, started the infusion, and left the room. Upon returning, the nurse discovered the rocephin and normal saline had infused in approximately 10 minutes, despite the pump reading only 10cc had been delivered. None of the lactated ringer's solution infused so, the pump was swapped out and this infusion resumed on another device. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.